Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and exhibited a polarity switch, high impedance, unstable thresholds, and intermittent capture. It was noted that the patient experienced dizziness due to these malfunctions. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.